Manufacturer narrative:
Analysis concluded the stim ins ((B)(4)) connector module had detached.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient was going for a battery replacement and the surgeon stated the battery had broken while they were removing it. The header block and battery had broken apart. No contributing factors/interventions were identified and the issue was resolved when the implant was replaced. The patient was reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.